Event description:
Additional information was received from a manufacture representative (rep). Rep reported the patient increased amplitude to 8.5 on multiple programs and could not feel stimulation at all. Patient also did not have symptom improvement.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_wrench_acc, product type accessory. Product ID: neu_wrench_acc, product type accessory.

Manufacturer narrative:
Analysis of the stimulator (B)(4) revealed setscrew screwed all the way down. The setscrew was not able to be backed out due to the setscrew head being damaged/stripped/rounded out. The damage to the setscrew is consistent with over torquing the setscrew due to improper use of the torque wrench or using the incorrect type of wrench. There are impressions from the setscrew threads in the tecothane. One of the two hex wrenches was bent.

Event description:
The patient weight was reported as unknown.

Event description:
Information was received by a manufacture representative (rep) via an hcp regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep reported a lead disconnected from the ins. The issue was discovered on (B)(6) 2016 during an x-ray. When the doctor opened up ins pocket and tried to reconnect lead, the set screw would not tighten down. Doctor implanted a different ins on (B)(6) 2016 and patient is doing fine now. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.